Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The field complaint of a no power issue was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.